Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event from 24-feb-2024 to 10-may-2025 issue over a period of 90 days. The infusion set was in use for 1-2 days. No further information available.